Event description:
It was reported that this pacemaker system exhibited noise and oversensing. Technical services reviewed the strips and determined the noise to be the minute ventilation (mv) signal being oversensed on the right atrial (ra) channel, resulting in inappropriate atrial tachycardia response (atr) episodes. Additionally, there were reports of increased pacing impedance measurements however, there were no out of range measurements. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).